Event description:
Blue handle has come off the instrument. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Our visual inspection and investigations have shown that the connection, soldering joint, between the gripping head of the handle and the shaft of the insertion instrument is broken. There are severe traces of impact on the head. As a result of this finding we can only presume that the instrument was subjected to excessive use and this ultimately caused this damage. There is no product fault. This complaint has been determined to be indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Code 3317 was entered on the initial medwatch. Placeholder.